Event description:
During the surgery, they found the stem was covered with white powder. A backup device was used and there was no adverse outcome to the pt or the user.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.